Manufacturer narrative:
The test strips were requested for investigation, however, the test strips are no longer available. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of a discrepant inr result for 1 patient tested with coaguchek inrange meter serial number compared to a chronometric laboratory method. The result from the meter was 4.4 inr. The result from the laboratory within 3 hours was 3.2 inr. The patient¿s therapeutic range is 3 ¿ 4 inr.